Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Upon review of the reported event, it was determined that this event was a duplicate 3500 a submission. Report was submitted under mw# 3005075853-2011-04329. Therefore this file will be voided.

Event description:
It was that during a stapled hemorrhoidectomy procedure, when the surgeon wanted to fire the stapler, she felt great resistance (greater than normal). After firing, when the stapler was opened, there was massive bleeding, and when observed, the tissues were not stapled at all. The anastomosis had to be done via suturing. Loss of blood and prolonged surgery time. Another device was used to complete the procedure. The condition of the patient immediately after the event was stable. Additional follow up is being conducted regarding bleeding, total blood loss and if blood products were required. If additional details become available a 3500 a supplemental will be sent.